Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device provided several safety paces which led to ventricular fibrillation (vf) induction. As well, the patient's atrial lead had no capture and was repositioned. Both device and lead are still in use. No further patient complications have been reported as a result of this event.